Event description:
It was reported that a 25mm trifecta gt valve was implanted on (B)(6) 2020. On an unknown date, echo was performed which showed severe aortic regurgitation. Therefore, on (B)(6) 2022, the device was explanted due to severe aortic regurgitation. Upon explant, it was observed that the leaflet folded leading to poor coaptation and eccentric aortic regurgitation. A new unknown sized unknown manufacturer valve was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
Explant due to severe aortic regurgitation was reported. The investigation found all leaflets were torn. Leaflet 3 had a fold, creating incomplete coaptation. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear sites. The cause of the leaflet tear could not be conclusively determined; however, the tears and fold causing incomplete coaptation could have contributed to the reported regurgitation.b6: updated to n/a. H6 health effect - clinical code: 4450 code removed. H6 health effect - impact code: 4624 code removed. H6 medical device problem code: 2507 code removed.